Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus delivered did not lower customer's blood glucose (bg). There was no reported impact to customer's bg level. Although requested, the customer declined troubleshooting and declined to provide additional information.